Event description:
It was reported that the ligasure device failed to seal the vessel. The patient had an ebl of 500cc due to this failure. The doctor was able to seal the vessel using a stitch and extended or time. Extended procedure time was reported. The complainant is not aware of extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the device was received with the jaw and blade trigger not functional. The jaws would not open/close completely. Dried bioburden prevented the blade from actuating there was evidence of excessive bio-burden present on the device. After cleaning the jaw and blade triggers were then manipulated and began to work properly. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - ancillary equipment failure. - device not properly cleaned during procedure. - trigger button (activation button) not engaged throughout the entire seal cycle. - device activated in contact with pooling fluid. - device used on vessels thicker than 7 mm. - grasping on too much tissue or inappropriate tissue types or on staples. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. - do not use this instrument on vessels larger than 7 mm in diameter. - if the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. - eliminate tension on the tissue when sealing and cutting to ensure proper function. - use caution when grasping, manipulating, sealing, and dividing large tissue bundles. - do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. - do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. - a continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. - prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. - keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. - in case the instrument is accidently dropped on the floor, turn off the generator and unplug the instrument prior to discarding. - inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. - do not turn the rotation wheel when the lever is latched. Product damage may occur. Turn the rotation wheel on the instrument until the jaws are in the required position. The reported event will continue to be monitored through post-market surveillance.